Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at the normal level, and signs of elevated current were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received indicating the device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, the device was found to be operating in magnet mode resulting in arrhythmia. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of magnet detection was confirmed. The device was not returned for analysis, however, session records were provided for review. Based on the information provided, the cause of the reported issue of magnet detection can not be determined. Additionally, a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.